Event description:
Severe synovitis. Info was received in 2004 from family member of a pt, with a history of meniscus surgery in the left knee in 2004, who experienced severe knee pain, knee effusion, lost mobility, and synovitis. The pt began treatment with synvisc 3 months later. The pt received a series of three synvisc injections. Respectively for treatment following meniscus surgery in the left knee in 2004 ago (unapproved indication). No problems/reactions were associated with the first and second injections. The day after the third synvisc injection, they experienced a severe pain in "that place" (the injected knee joint). They were hospitalized for 1 day and 40 ml of effusion were collected. They were treated with combaren (diclofenac sodium/codeine) 50 mg 1 tablet every 12 hours. The pain continued and the pt "lost their legs mobility." 3 months later, 15 ml of effusion were collected and they were prescribed veracef (cephradin) 500 mg po 2 times per day and a kenacort (triamcinolone) "intramuscular ampoules" every 2 days. The pt stated that they felt the adverse events were related to synvisc because their physician told pt that the reaction was "acute chemical arthritis due ot synvisc." Info was also received from the pt's physician who reported that the pt had experienced severe synovitis and effusion was collected. The physician's causality was "related to synvisc." At the time of this report, the pt had not yet recovered from the pain associated with the synovitis. Manufacturer's comment: synvisc is indicated for the treatment of pain in osteoarthritis (oa) of the knee in pts who have failed to respond adequately to conservative non-pharmacologic therapy and simple analgesics, e.g., acetaminophen.